Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device demonstrated that it had reached elective replacement indicator (eri). This device has been in service for approximately 3 years. The device will be explanted and returned to guidant, where it will be analyzed for premature battery depletion.